Event description:
It was reported that the right ventricular (rv) lead had no bipolar sensing and frequent loss of capture during implant. The lead was not implanted and another lead was used without incident. No patient complications have been reported as a result of this event. 2013 (B)(6), 02:37:20 spicem2:unable to read patient's name on pir.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Blood noted on helix. (B)(4).